Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a knee arthroscopy, the scope was foggy/hazy. The procedure was completed with a smith and nephew back up device. There was a delay greater than 30 minutes and no further complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection of returned device found distal tip damage, broken lens, damage to the negative lens and to the fiber. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include an impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.